Event description:
Customer reported that a minimum fill notification had occurred. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer resolved the issue by replacing the cartridge and resuming insulin, and no further action was required.